Event description:
It was reported that the left switch bank stuck and the c-arm rotated itself 150 degrees. No injury reported. A field engineer was dispatched to the site and determined the rotary switch and c-arm switches needed to be replaced. Once this was completed the system was working as intended.